Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4) ((B)(4)). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, unspecified bacteria (2 cfu/100ml) were detected from the subject device. The testing result cleared (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the microbes were detected as follows from the subject device. 1st time: on (B)(6) 2018 the subject device tested positive for pseudomonas aeruginosa (>1000cfu). 2nd time: on (B)(6) 2018 the auxiliary channel of the subject device tested positive for pseudomonas aeruginosa (17cfu). 3rd time: on (B)(6) 2018 the subject device tested positive for enterobacter cloacae (2cfu). The subject device had been disinfected with non-olympus automated endoscope reprocessor (soluscope) using peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".